Event description:
It was reported that during surgery, a piece of the femoral implant impactor broke off during surgery. No patient injury was reported at this time.

Manufacturer narrative:
The associated device was returned and evaluated. A visual assessment of the device confirmed the stated failure. The top knob ring is disengaged from the twist knob. This device exhibits signs of significant use and wear. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.